Manufacturer narrative:
(B)(4).

Event description:
It was reported prometra ii 40ml pump was explanted due to infection. The entire system was explanted. The pump was exposed at the pump site. The pump was disposed of at the facility and not available to return.

Manufacturer narrative:
Additional data: b5- event description representative reported a prometra ii pump explant due to infection at the pump site. Reporter stated that parts of the pump were exposed to the skin at the pump site. The entire system was explanted, disposed of at the facility, and replaced. The cause of the infection is unknown. Per follow-up, representative reported that there were no issues with the pump. Patient did have some delayed healing initially which was normal for them and then we think the pump got irritated because it was on the patient's side and it was rubbed often. In the case, no signs of infection were obvious. It was reported that the patient is stable and doing well. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Per the instructions for use, infection is one of the possible risks associated with programmable implantable pump. There is no allegation of pump malfunction or relation to the infection. Internal complaint # - complaint- (B)(4).

Event description:
During a follow up, reporter responded, "there were no issues with the pump. Patient did have some delayed healing initially which was normal for patient and then we think the pump got irritated because it was on patient's side and it was rubbed often. In the case no signs of infection were obvious. Patient is stable and doing well..